Manufacturer narrative:
The investigation determined that a non-reproducible vitros ipth result was obtained from a qc sample when processed on the vitros 5600 integrated system. The investigation identified a software anomaly triggered by a sequence of events which allows a sample to be metered from the wrong tray/cup position. This can lead to a result or series of results to be associated with the incorrect patient. Ortho is actively investigating this software anomaly.

Event description:
The customer obtained higher than expected, non-reproducible vitros ipth result from a quality control sample processed on a vitros 5600 integrated system. Control fluid vitros ipth result: 236.80 pg/ml vs expected value of 22.00 pg/ml. Biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros ipth patient result was not reported from the laboratory and there was no report of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results were not and could not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).